Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Reportedly, the customer did not follow the on-screen instructions prior to loading a cartridge. Customer¿s blood glucose was 180 mg/dl. The cartridge was reloaded successfully and customer resumed insulin therapy.